Event description:
The device broke during insertion, resulting in a foreign body within the patient. Ultimately, the foreign body was removed successfully in an open cut-down procedure. Neither patient experience any adverse effects or harm as a result of the incident. Sheath tubing was detached from the sheath hub.

Manufacturer narrative:
H6: type of investigation (b): code 4118 no longer applicable. Investigation findings (c): code 3221 is no longer applicable. Investigation conclusions (d): code 4315 is no longer applicable.

Manufacturer narrative:
H6: type of investigation - code 4114 no longer applicable.